Event description:
Patient was undergoing a routine colonoscopy. Surgeon attempted to remove polyp using polypectomy snare. Snare would not close.circulator obtained another snare (same make and catalogue number) and surgeon was able to complete case using the second snare.no patient adverse event.device was discarded, but packaging was saved.